Event description:
It was reported that there was a breach in the sterile barrier.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
Alleged failure: the back of the package (hard plastic) had a hole in it looking burnt. The rn opened the package and said the battery pack was not intact and looked corroded. The lot # is 24162fg2. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be blue activation button disconnected allowing the pump to activate, or extreme shipping conditions. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a breach in the sterile barrier.